Event description:
Rom received a report from the account stating the side rail would not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer found the left and right end tubes were cut near the yellow latch handle. A search of the hill-rom maintenance records showed hill-rom did not perform any preventative maintenance on this bed. It is unk if the facility performed any other preventative maintenance on this bed. The account was sent the end tubes to install themselves. Based on this info, no further action is required.